Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (5.0 mg/ml at 0.8105 mg/day) and bupivacaine (5.0 mg/ml at 0.8105 mg/ day) via an implantable pump for unknown indications for use. It was reported that a patient experienced multiple difficulties with the synchromed iii infusion pump implant, including a claim that the pump ¿stopped working.¿ it was reported they were unsure exactly what the issue was with the pump. The pump was originally implanted in the left buttocks and was subsequently explanted and replaced with a new, larger pump. The new pump was implanted in the left abdomen, and a new pump segment was added to accommodate the change in location and required length. The catheter was aspirated successfully to rule out possible kinks. The pump and catheter were sent back to the manufacturer to rule out possible pump malfunction. It was unknown if the issue was resolved at the time of this report.

Manufacturer narrative:
H3- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the pump found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.